Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The image processor board and display adaptor board were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys had poor image quality with uninterpretable images. No pt injury was reported.